Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a low telemetry battery voltage indicator prior to implant. The device was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual examination of the connector noted no anomalies. If information is provided in the future, a supplemental report will be issued.